Manufacturer narrative:
The customer performed a visual inspection of the samples and no abnormalities were found. The customer replaced the creatinine reagent pack and the calibration and qc results were acceptable. The field service engineer found the reagent probes were not properly flushing due to a bend in the probe. He replaced the reagent probes. He performed a hardware check test with passing results. The customer performed calibration, qc, and 10 random samples with passing results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for 11 patients tested on a cobas c 501 module. Based on the data provided, the results for 2 patient samples were discrepant. The customer confirmed the creatinine qc was acceptable. The initial creatinine results were reported outside the laboratory. The clinician asked for the samples to be repeated. The customer performed repeat testing with the samples. Patient 1's initial creatinine result was 3.9 mg/dl. The sample was repeated on two different c 501 modules and the repeat results were 1.12 mg/dl and 1.14 mg/dl. Patient 5's initial creatinine result was 2.44 mg/dl. The sample was repeated on a different c 501 module and the repeat result was 0.98 mg/dl. The customer determined the repeat results were correct. The creatinine reagent lot number was 59413301 with an expiration date of (B)(6) 2022.